Manufacturer narrative:
(B)(4). The customer indicated that the product was implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the implant was sticking out of the plastic sterile package. After further investigation it was realized that the plastic container was also broken. At this point, the surgeon had already implanted the stem. No health consequences or impact reported. It was confirmed that no further information could be provided.